Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/17/2025, it was reported by an arthrex subsidiary employee via email that an ar-1588rt-2j tightrope® ii rt had the thread break when the tightrope was pulled. The case was completed using another ar-1588rt-2j tightrope® ii rt. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information received on 1/23/2025: this was discovered during an aclr procedure. The broken threads were removed from the patient. The case was not delayed and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force on the shortening suture strands and/or tensioning them. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.